Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a physician from (B)(6) of fasciola hepatic and peritonitis in a patient coincident with dianeal pd4 therapy for continuous ambulatory peritoneal dialysis (capd). Therapy with dianeal was ongoing. On an unreported date, the patient experienced fasciola hepatic. On (B)(6) 2012, the patient experienced peritonitis manifest by cloudy effluent. The cause of peritonitis was reported to be fasciola hepatica. On (B)(6) 2012, the patient was hospitalized. It was not reported if remedial treatment was given. At the time of this report, the patient had not yet recovered from the fasciola hepatic or the peritonitis. Per the physician, the event of peritonitis was unrelated to dianeal therapy. An opinion of causality was not reported for the event of fasciola hepatic.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). On (B)(6) 2012, follow up information was received from the physician. On (B)(6) 2012, the pd effluent was analyzed which revealed a leucocyte count of 50 cells/milliliter. On (B)(6) 2012, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis and their condition was improving.

Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.